Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device encountered a 60 hertz electromagnetic interference (emi) during a non sustained ventricular tachycardia (vt) episode that triggered a right ventricular (rv) lead integrity warning for oversensing.  It was also noted that during a true ventricular tachycardia (vt) episode atrial under sensing occurred.  The crt-d and ra lead remains in use.  No patient complications have been reported as a result of this event.